Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180 and serial # (B)(6) problem statement: customer reported a complaint regarding a sit waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 3 complaints related to the issue of a waste leakage from the sit not contained within the instrument; date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of waste not contained within the instrument was due to worn pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Proper airflow through the v8 pinch valve is necessary for aspiration during the sit flush operation, and prevents dripping and carryover issues. The fse (field service engineer) confirmed the issue was due to the pinch valve tubing and adjusted it. No parts were requested for evaluation as no parts needed to be replaced. After the repair the instrument was tested and was performing as expected. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2019. Defective part number: n/a. Work order notes: o subject / reported: 659180 - facslyric 3l10c instrument - needle drip. O problem description: during the sit flush there is a dripping from the needle. O work performed: v8 valve tube restored, problem solved, instrument functioning checked. O cause: squeezed v8 valve pipe. O solution: none. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # (B)(4), rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. O tfs ID: (B)(4) o ID: (B)(4) o reg status: ivd; ruo o hazard: exposure to biological sample o cause: back drip from injection port (sit) o harmful effects: harm to operator. (Exposure to stained sample). O risk control: sit design to capture back drops. Provide instruction for universal precautions. O reg link (tfs ID): (B)(4) libivd-did-262 sample preservation during pause o implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir o effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none o tfs ID: (B)(4) o ID: (B)(4) o reg status: ivd; ruo o hazard: instrument temporarily inoperable. Source: sit fmea o cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. O harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. O risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol o reg link (tfs ID): n/a o implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p o effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f o probability: 2 o severity: 2 o risk index: 4 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn pinch valve tubing. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn pinch valve tubing. The fse confirmed the issue and adjusted the tubing for proper airflow. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facslyric¿ waste leakage outside of instrument occurred. The following information was provided by the initial reporter, translated from italian to english: during the sit flush there is a dripping from the needle. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? Liquid, no pressure. 4. What was the fluid that leaked? Biohazard. 5. What is the source of leak -- waste line or non-waste line? Waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No¿.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facslyric¿ waste leakage outside of instrument occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: during the sit flush there is a dripping from the needle. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Liquid, no pressure. What was the fluid that leaked? Biohazard. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.